Manufacturer narrative:
Additional procode: mqn. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the flexible extension arm would not disengage from cmf distractor body during distraction osteogenesis removal of extension arms after completion of activation phase. The surgeon took the patient back into the operating room to remove the extension arm only. It is unknown if there was a surgical delay reported. The procedure and patient outcomes were unknown. This report is for one (1) removable extension arm-flex 30mm for cmf distractor. This is report 1 of 3 for (B)(4).